Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. Failure (event) observed during analysis. The device was unable to be interrogated upon receipt. The device was tested on the bench and an anomalous component on the hybrid was noted to be the cause of the non-communication. (B)(4).